Event description:
The customer reported a leak from the filter which was noted after an unspecified chemotherapy drug had been infusing for about one half hour. No issues had been noted when the set was primed by the pharmacy. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.